Manufacturer narrative:
The reported event involved discrepant reactive results for post-mortem patient samples tested with the hiv combi pt assay on a cobas e 411 analyzer (serial number: (B)(6). The investigation determined that the elecsys hiv combi pt reagent performed within specifications. Calibration and quality control data for the analyzer were reviewed and found to be within expected ranges. The investigation identified a sample-specific discrepancy for patient 1, resulting in a false reactive result. For patient 2, the sample was found to be non-reactive during the investigation, which was discordant with the customer-reported results. The investigation concluded that the assay performed as intended, and no product issue was identified.

Event description:
The initial reporter alleged discrepant reactive results for patient samples (n=2) tested with the hiv combi pt assay on the cobas e411 rack analyzer. For patient 1, testing on (B)(6) 2020 with the hiv combi pt assay yielded reactive results of 97.06 coi, 97.16 coi, and 93.26 coi. Subsequent testing on (B)(6) 2020 with the same assay yielded a reactive result of 94.82 coi. Additional testing of the same sample with the elecsys hiv duo assay yielded a non-reactive result of 0.240 coi (hivag 0.087 coi and ahiv 0.226 coi). Testing with the vidas p24 hivag assay also yielded a negative result. For patient 2, testing on (B)(6) 2020 with the hiv combi pt assay yielded reactive results of 92.52 coi, 84.49 coi, and 83.93 coi. Additional testing of the same sample with the elecsys hiv duo assay yielded a non-reactive result of 0.291 coi (hivag 0.268 coi and ahiv 0.116 coi). Testing with a competitor hiv duo quick assay yielded a negative result of 0.08 s/c (cut-off at 0.250 s/co). Both patient samples were taken post-mortem, and the date and time of blood draw were not provided. Polymerase chain reaction (pcr) testing for covid-19 was negative for both patients.